Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery. Following pre-dilation of a 4.0x15 non-boston scientific (bsc) balloon catheter, a 4.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, resistance was felt when catheter was advanced to the lesion and a part of the strut distal edge was deformed. The device was removed without any problem and the procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.